Event description:
The pt is reportedly experiencing intermittencies. Programming adjustments wer made and the external equipment was exchanged; however this did not resolve the issue. The pt's revision surgery has been scheduled.